Event description:
The customer reported to olympus that the video system center was not recognizing the adapter cord. The event was found during preparation for use. There was no patient harm associated with the event. During the device evaluation, the following reportable malfunction was found: there was a faulty circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty circuit board. Additional findings were as follows: there was a worn-out video connector latch causing poor connection with pigtails; it is recommended to update from version 3.01 to ver. 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was completed with another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, it's likely the adapter code not being recognized occurred due to defects of patient board set. Olympus will continue to monitor field performance for this device.